Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported left side device intracapsular rupture diagnosed via MRI and noted patient experienced pain and shape change. The device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported left side device intracapsular rupture diagnosed via MRI and noted patient experienced pain and shape change. The device has been explanted and replaced with non abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as unidentified (tear) opening. No additional observations performed on the device. No further actions are required.